Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 23mm 3300tfx valve in the aortic position, under evaluation for a valve-in-valve procedure after an implant duration of 6 years, 1 months due to unknown reason.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6 tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
It was reported that a patient with a 23mm 3300tfx valve in the aortic position, was explanted after an implant duration of 6 years, 1 months due to degeneration. The patient presented with sob and exertional discomfort. The explanted valve was replaced with a 25mm 11500a valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 23mm 3300tfx valve in the aortic position, under evaluation for a valve-in-valve procedure after an implant duration of 6 years, 1 months due to degeneration. The patient presented with sob and exertional discomfort. A valve procedure has not been scheduled yet.